Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) distal conductor fractured and distorted and blood/body fluid (not obstructed), outer insulation breached cut and white substance and cosmetic and breached depression, lead stretched. Partial lead in segments returned and analyzed.

Event description:
Asku

Event description:
It was reported that the lead fractured, had high impedance of greater than 4,000ohms and had no capture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.